Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was use of a cable unit with a small contact area at the site concerned which resulted in an oxide film on the connector concerned, causing an increased contact resistance; this resulted in the e105 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A burned led harness cable was found, causing the e105 error code.

Event description:
A user facility reported to olympus that an error "e105" was generated by the olympus cv-170. There was no patient injury or harm, associated with the problem, reported to olympus.